Event description:
It was reported that the tubing length of this inflatable penile prosthesis was too long, which resulted in the patient's discomfort with the placement of the pump. A revision surgery was performed to trim and shorten the tubing, remove and replace the pump. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.